Event description:
A malfunction was reported with a code malf 12, but there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer did not initially reset the pump but was provided with pump reset information by tech support and successfully assisted in resetting it. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issue recurred, which the customer acknowledged and understood.